Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the unit has a broken display.

Manufacturer narrative:
Additional/updated information was added to reflect the concentrator being returned to the manufacturer for evaluation. The result of the evaluation was that the dc jack was broken causing the display not to function, which confirmed the original complaint issue.

Event description:
The provider states the unit has a broken display.